Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device was received and reviewed by bioengineering which concluded no device defect was observed during the investigation. Secure connection is not intended to be provided between the neck trial and the final femoral stem. Per the IFU, trials are intended to be used for trial purposes. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trials were spinning around on the final implanted corail stem but had worked fine and engaged with the trial broach and neck.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Update ad 31 dec 2018: there was a surgical delay of approximately 5-10 minutes.